Manufacturer narrative:
(B)(4). Describe event or problem - additional. Device available for evaluation -  additional. Additional information/device evaluation. Device evaluated by manufacturer - additional. Event problem and evaluation codes -  additional.

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle is safely housed inside the applicator body. The reported event of a detached needle was not confirmed. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, there was a reported detached needle. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.